Event description:
The customer reported that the collimator closed down intermittently. This may cause the system to lock up, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. The fe found multiple gib errors in the system error log. The gib and ffb boards were reseated. The coin cell battery was evaluated and replaced. The system was tested and found to be working as intended and put back into service.